Event description:
It was reported that the customer was being treated in the prison hospital with manual injections due to a high blood glucose reading of over 400 mg/dl. It was reported that the customer was receiving an alarm on the insulin pump during the manual prime. The customer was not available at the time of the phone call to discuss replacing the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.